Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify low battery and failed batt test/battery failed alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Event description:
It was reported that the insulin pump had displays bad battery. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.